Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. Troubleshooting was performed. The insulin pump passed the tests. A day later, the customer called back and stated she was hospitalized for high blood glucose.